Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders broke leading to fluid loss from the system. The ipp cylinders and pump were explanted. The reservoir was drained and retained inside the patient. A new ipp device was then implanted. There were no patient complications.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders broke leading to fluid loss from the system. The ipp cylinders and pump were explanted. The reservoir was drained and retained inside the patient. A new ipp device was then implanted. There were no patient complications.